Manufacturer narrative:
B4: (B)(6) 2021. The device was evaluated by the customer and a philips remote service engineer (rse). Additional information was requested from the customer. No further response was received. Confirmation or duplication of the reported problem is unknown. No patient or user harm was reported. Moreover, due to the context of when the issue was found being unknown, the record will be documented as if the malfunction occurred during clinical use because we do not know if the device was being set up for clinical use. We also do not know if there is a delay to patient therapy. The rse advised the customer to replaced the hose. If the hose was still leaking the customer was advised to replaced the oxygen manifold. Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repairs have been conducted. Based on the information provided, the alleged device malfunction could not be confirmed. No request for inspection or service by the device manufacture have been received. Due to lack of further information furnished by the customer, the root cause cannot be determined at this time. A supplemental report will be submitted if new information is later obtained.

Manufacturer narrative:
Date of report: 19jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported that a ventilator's oxygen was leaking out of the smaller hose to manifold. Patient or user involvement information is unknown but has been requested. No patient or user harm reported.